Manufacturer narrative:
Conclusion as the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. Result as the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. As the product has not been returned for investigation and the serial number is not available, the complaint could not be replicated.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.

Event description:
On (B)(6) 2013, patient's fiancée reported patient faced a low blood glucose reading in (B)(6) 2013. Caller stated in the morning upon waking, the patient was stumbling around and was very confused; he gave her juice to drink. Caller reported he does not know if she would have been able to get the juice herself had he not been there with her. Caller stated after drink the juice, the patient's blood glucose level elevated into her target range of 80-120 mg/dl. Caller reported patient's blood glucose level was not taken during this incident. Caller stated the patient frequently has low readings in the early morning hours of the day. Caller reported he is not sure the patient was on the infusion device. Caller stated there was a period of time that the patient went off of the device because she did not have money for supplies. Caller reported the patient and her doctor are trying to determine if the basal rates need to be adjusted. Caller stated there may have been a mismatch of insulin for food intake. Attempts to follow up with patient were unsuccessful. No product return was requested.